Event description:
Our hospital is seeing device issues when using either the bbraun infusomat space pump IV set (ref 490102) or the bbraun secondary IV set (ref v1921). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is not performing as intended in certain lots of these sets. For this event: patient had immunotherapy hung as secondary, but primary line of saline was being infused. All lines unclamped and should have been infusing without issue. After 20 mins, primary line went dry and immunotherapy had not completely infused. Line changed out and patient completed infusion. Medication: pembrolizumab (keytruda) 200 mg in sodium chloride 0.9 % 108 ml chemo ivpb. Bbraun infusomat space pump IV set, ref: 490102, lot 0061920065. Ref report: mw5156409.